Event description:
It was reported that a user experienced episodes of low blood glucose during nighttime while using the device, and customer care requested additional information and planned to review device reports. Symptoms included hypoglycemia. Outcomes included user inconvenience and the need for additional support. Investigation included a review of available use information and attempted troubleshooting through customer care. Investigation of this case revealed that the cause of the hypoglycemia was not determined based on the information provided. It was concluded that a definitive device-related failure could not be established and that further assessment would require additional data from the user. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.